Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A review of the device history records has been requested.

Manufacturer narrative:
Device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The device was received and the investigation is ongoing.

Event description:
Device report from synthes (B)(6) reports an event in (B)(4) as follows. Power module does not function. This is 1 of 2 reports for the same event.

Manufacturer narrative:
An evaluation was conducted and it states that the no failure could be detected. The device was ok and the mistake could lie in the handle bar. Based on the analysis, a manufacturing fault can be ruled out. The manufacturing documents where reviewed as well. No discrepancies to the specifications where found. No product fault could be detected.